Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The 2.0mm quick release drill (part number 80-0318, batch number 559873) was returned for evaluation. The returned drill was examined under magnification. An approximately 0.8450" section of the drill tip snapped off from use in surgery. The flutes are misshapen, as the channels are clearly deformed until the fluting transitioned to the non-cutting section of the drill shaft. No other significant signs of wear or damage were observed. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during a surgery, the surgeon was drilling by the patient's distal radius with a 2.0mm quick release drill (part number 80-0318, batch number 559873), when the tip broke. It was also reported that the surgeon retrieved the broken piece. A replacement device was used to complete the surgery with no delays. No adverse patient consequences were reported.